Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 154 mg/dl. The customer changed the cartridge and was able to deliver a bolus successfully. Subsequently, a cartridge alarm 1 (no pressure change when expected) occurred. The user's blood glucose level was 191 mg/dl. During troubleshooting with tandem technical support, a crack was identified in the cartridge. The user successfully loaded a new cartridge and resumed insulin delivery.